Event description:
It was reported that the customer was hospitalized. It was stated that the infusion set was changed, and then the customer got 180.0 units of insulin. The bolus history and alarm history were reviewed and found low reservoir alarms. The caller also mentioned that the piston has been tampered with. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.